Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother reported via phone call that the customer's insulin pump received a critical pump error alarm. The customer was swimming at the time of the incident. Customer's blood glucose was 4.8 mmol/l. It was reported that the display screen showed an open book icon. It was advised that insulin pump would need to be replaced. The pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Also, the insulin pump was received with moisture damage on the motor and keypad flex tail noted. We were unable to verify critical pump error and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked select button keypad overlay and minor scratched lcd window.